Event description:
It was reported that a large volume multi-rate infusor leaked. This occurred before patient use. There was no patient involvement. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.